Event description:
The patient also noted on (B)(6) 2017 that they have a pacemaker for incontinence.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient. The patient reported that they went to an ear doctor to resolve the dizziness. The patient noted that as a total picture they felt the device was communicating to their brain to get the connection they were after. The patient stated that maybe not technically but they felt it affected the brain so they were concerned it was causing them to be dizzy. The patient noted that the shocking stimulation was after the first operation when the doctor was programming the outside device. The patient stated that the doctor kept upping it a notch and was asking if the patient felt anything. The patient noted that one notch up it shocked them off the table and they screamed. The patient did not know why they felt nothing and then that. The patient stated that they had been paranoid ever since. The patient noted that they had not had that experience from the device that is in their body. The patient reported that the outside your body handheld device had many problems with holding a battery and created problems with the testing they were doing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they no longer had the patient programmer so they could not provide the serial number. The patient reported that the patient programmer kept turning off and would not stay on. The patient noted that no changes to therapy could be made. The patient reported that the handheld device was replaced and the second one also had the same problem. The patient stated that the patient programmer was interfering with testing and slowed it down. The patient noted that they kept changing the batteries to resolve the patient programmer creating problems with the testing and having problems holding a battery. It was indicated that the problem was not resolved at the time of report. No further complications were reported or were expected.

Event description:
Additional information received as patient reported that they had no idea and it was used for only two weeks until the permanent device was put in their hip. They would assume that it still had the problem and they hoped that it would never been given to other patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the patient¿s device was off when the dizziness, machine talking to brain, and shocking when stimulation was off occurred so they were not related to the device. No diagnostics, troubleshooting, or actions were taken to resolve the dizziness, machine talking to brain, and shocking when stimulation was off as it was not related.

Event description:
A patient reported dizziness, that started about 2 months ago, and they thought it might be blood sugar. The patient stated she is worried the machine is talking her brain. It was noted he machine had been off. The patient stated she got electrically shocked when the healthcare professional (hcp) was adjusting the patient. The patient stated this happened after an operation. The patient stated the hcp had adjusted the stimulation up a notch and all of a sudden didn¿t feel anything and then just screamed. The patient stated it was a terrible shock and the patient stated it was not even on. The patient added after going up a notch while having acupuncture, she went off the table. The patient stated they found that ironic it happened when the device was off. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.